Manufacturer narrative:
In the case description, the user mentioned that the pdm stopped working. Inspection of the ibf and android log files downloaded from the pdm showed no evidence of issues with insulin delivery. Comparison between the ibf and the insulin history tab of the pdm showed that all insulin delivery information was accurately recorded into the device data. Inspection of the log files showed that all boluses programmed by the user were delivered with no issues. The data showed that the user continued to use the pdm long after the date of occurrence. During the investigation, the pdm was able to pair with an unused pod and send insulin delivery commands to the pod. The device was found to function as intended.

Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical treatment. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient went to their doctor with high blood glucose (bg) levels. For treatment, the doctor gave the patient a correction bolus and prescribed long lasting insulin.